Event description:
The customer called in stating that her contour meter was not working. She was getting low readings with a point, such as 5.2. She had adjusted her medication according to the readings. She started to get readings with a point after she set the time and date. The customer did not know her meter was set in mmol/l. Customer service helped the customer change the meter back to mg/dl. Customer service checked the electronics. The check test result of 104mg/dl was within the 95-115 mg/dl range. The customer did not have control solution. Customer service discussed technique and storage of strips. Customer service was sending a new meter and normal control solution.